Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the external pulse generator (epg) would not unlock and the battery light was flashing red while connected to a patient. The epg needs a firmware update and a battery drawer shorting bar eco. The epg was not repaired due to seven-year end of-service life, returned to the customer unrepaired as per request. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not unlock and the battery light was flashing red while connected to a patient. It was noted that the epg did eventually unlock. The epg was switched out for an alternative unit. It was noted that safety checks were carried out on the epg with no issue found. The epg has been returned to service. The patient had no underlying rhythm. No patient complications have been reported as a result of this event.